Manufacturer narrative:
The hillrom technician suggested to check the cabling from the CPR switch to the mcb. If cabling is good, then replace the CPR switch. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician suggested to check the cabling from the CPR switch to the mcb. If cabling is good, then replace the CPR switch. Hillrom technical support contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required. H3: 3 attempts made. Resolution proposed.

Event description:
Hillrom received a report from a hillrom technician stating the CPR switch was malfunctioning and CPR could not be activated. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).